Manufacturer narrative:
Citation: chakravarty, t md et al. Outcomes in patients with transcatheter aortic valve replacement and left main stenting the tavr- lm registry. Journal of the american college of cardiology (2016) vol 6 no 8. Doi 10.1016/j.jacc.2015.10.103 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes in patients after the implant of a transcatheter bioprosthetic aortic valve and left main coronary artery stenting. All data were collected from a retrospective review of a multi-center, multi-country registry between 2007 and 2014. The study population included 204 patients, which were implanted with either a corevalve or one of two non-medtronic transcatheter aortic valve. The study population had a mean age of 80.9 ± 8.4years. Serial numbers were not provided. Among all patients adverse events included: valve dislodgement, cardiac tamponade, vascular complications, blood loss, electrocardiogram (ECG) changes with permanent pacemaker implant, implant of a second valve, coronary artery obstruction, dissection and cardiogenic shock. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.